Event description:
The report stated that "the balloon did not inflate at the inflation test during set up. Another catheter from the same lot was tested but it had the same problem. The third catheter was used without any problem". No patient injury was reported.

Manufacturer narrative:
The product was returned for evaluation. Customer report of "the balloon did not inflate at the inflation test during set up" was confirmed. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality. The balloon was ruptured at the central area of the latex and the ruptured area was missing. No blood was visible and it appeared not used to the patient. The catheter body and the balloon windings were in good condition. Visual examinations were performed under microscope at 10x magnification. Though we have confirmed a product defect exists there was no evidence of a manufacturing nonconformance found during the evaluation.